Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported the unsuccessful implantation of a xen 45 gel stent due to the gel stent being 'broken during repositioning" in the right eye. No injury occurred and a backup device was used.